Manufacturer narrative:
The unit passed displacement test. The unit was received with some severe cracks in the lower right corner of the lcd window. The cracks do make it difficult to read the part of the menus underneath. Inserted a test p-cap into the retainer ring, and it locked in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump screen was cracked, customer was able to read the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.